Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power on reset (por) condition and high impedances. The impedances were >10,000 ohms on any combination using electrodes 5, 10, 11, 13, or 14. The rptr stated there were no falls or trauma related to the changes in impedances. The device was reprogrammed around the "bad" electrodes, and therapy was maintained.